Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance. 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011 02:15:03. Weekly pace lead impedance trend data shows a gradual increase for min and max rv pace = 368 to 1048 ohms peak between (B)(6) 2010 and (B)(6) 2011.

Event description:
It was reported that the right ventricle (rv) pacing impedance is slowly rising. The rv lead remains in use and will be monitored for any impedance fluctuations. No patient complications have been reported as a result of this event.